Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, 1 tube had an incorrect cap/shield color. Torn shelf pack packaging was also reported. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). Investigation summary: (B)(4) photos were provided for investigation. The photos were reviewed showing partially open shrink film around the shelf pack. Additionally, the evaluation of the attached photos revealed an incorrect cap color had been attached to one tube. Two (2) shelf packs were visually inspected, and no damaged shrink film was found. Additionally, (B)(4) retained samples were visually inspected, no incorrect cap color was observed. Compromised shrink film is a cosmetic defect which does not negatively impact the safe and effective use of the tubes. The shrink wrap is present to ensure the tubes stay within the shelf pack tray; it does not form a sterile barrier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes, open package seal and incorrect cap color. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.